Event description:
It was reported that this right ventricular (rv) lead exhibited a lead polarity switch to unipolar pacing of 2200 ohms with a rising threshold. Also, there was an impedance of more than 3000 ohms in bipolar pacing. These measurements were confirmed with regular lead testing. This rv lead was surgically abandoned and replaced with a different model was placed. No additional adverse patient effects were reported.